Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the right ventricular (rv) lead post operatively. It was reported that the patient had been non compliant regarding post operative care. Intermittent non capture was also noted on electrocardiogram (ECG). Chest x-ray was performed and the lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.